Manufacturer narrative:
On 7/14/2021, it was reported to mentor that baker grade capsular contracture for the right side was iii. The patient also experienced breast ptosis and asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 250cc and suffered from a capsular contracture baker grade:2 bilaterally. As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the right side.